Manufacturer narrative:
(B)(4). The customer reported that an error displayed during op check. The device showed a "device fault, inform service" message. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that an error displayed during op check. The device showed a "device fault, inform service" message.